Event description:
Per independent repair center statement, the unit was alarming or red light. The key failure was the sieve beds were saturated. Additional malfunctions were a noisy compressor, the manifold valve was not fully switching and the muffler was clogged.